Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that at the time of connecting the ez connect, the hub of the needle broke. No report of a patient complication. No intervention required.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that at the time of connecting the ez connect, the hub of the needle broke. No report of a patient complication. No intervention required.